Event description:
Results of "32 mg/dl, 189 mg/dl, 129 mg/dl and 169 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.